Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump "powers off when battery is moved" was not reproduced. A review of the event history log revealed improper shutdown events however the event history log cannot determine the cause of the improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when battery was moved during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.